Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml at 79.89 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that a motor stall was seen on initial interrogation. The patient had an MRI on (B)(6) 2016. The MRI was not due to a suspected problem with the devices or therapy. The pump logs were read and the motor stall recovery had not yet occurred. Re-interrogations of the pump did not result in a recovery message. It had been 45 minutes since the first interrogation. Per the hcp, the patient may have had symptoms right after the MRI, but did not have anything lately. The reservoir volume today ((B)(6) 2016) was 9.8 ml. Additional information was received later the same day from a company representative and it was reported that per the hcp, the motor stall did recover.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.